Manufacturer narrative:
In response to FDA report number: mw5039378. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.

Event description:
Regulatory agency reported the following via voluntary mw5039378: ¿during an ultrasound exam and fine needle aspiration of a periprosthetic effusion, the diagnosis of breast implant associate anaplastic large cell lymphoma was done.¿ event will be classified as lymphoma until necessary pathological markers are provided. Treatment and explant information were not provided. The side is unknown.